Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, but based upon the information from olympus (B)(4), there was possibility that this phenomenon was attributed to the damage of the camera cable. The exact cause of the damage of the camera cable also could not be conclusively determined, but there was possibility of inappropriate handling by the user. Olympus stated the appropriate handling in instruction manual of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device, the endoscopic image on the monitor disappeared. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus (B)(4) checked the subject device and found that the camera cable had scratch and leakage, also found the endoscopic image had flicker.